Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: clinician claims upon placing catheter into patient, the valve began to backfill rendering it unusable. Catheter removed from patient and a new one was used. Please note when sending return packaging, sample is soiled. The lumen is filled with blood. Case: 8108513957 10 oct 2024 relevant customer response: preop rn had successfully inserted the peripheral IV into the patient. Once the needle was retracted, blood came out of the port in which the needle was removed from and the bleeding continued until the peripheral IV was removed. Was there a delay in surgery? If yes, how long (minutes, hours)? Yes, due to insertion of another IV at another site and blood cleanup was the patient or user injured? Patient had to endure another needlestick when a new peripheral IV was inserted was there any medical/surgical intervention required for the patient/user? Pressure was applied to the previous peripheral IV site, gauze and tape were placed to stop bleeding what is the current status of the patient/user? Patient had another successful peripheral IV site insertion and is currently getting surgery.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. Two 18g nexiva units from lot 4156831 were provided for investigation. The septum on one unit was noted to be misaligned within the catheter adapter, which likely created a fluid path that allowed fluid to leak. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.